Event description:
No additional information received, please see h6 & h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. This web was used during the same procedure as the device reported in manufacture report number 2032493-2025-00253.

Event description:
It was reported that two web devices were used during an aneurysm embolization case. The web was unable to detach from the delivery pusher with the use of multiple detachment devices. The web was withdrawn and removed from the patient. A second web device was placed and was unable to detach. Upon removal and retraction of the web, the device detached within the microcatheter. The web and microcatheter were removed from the patient and the case was completed with a third web device. There was no reported patient injury or intervention. This is report 1 of 2 and addresses the first web.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.